Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.